Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device alarmed an e321 (battery charger timeout) error code. This was due to the battery. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, the device alarmed with an e321 (battery charger timeout) error code. The device was returned to the biomedical department with an unsigned noted that stated, "broken". No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no additional info was provided.